Event description:
In 2002, patient received a colon hydrotherapy. At the end of the procedure, patient was checked and denied any adversed reactions or problems. First notice of any problems or reactions was received after a threat of litigation 5 mos later. Pt's attorney alleged that their sigmoid colon was punctured by a plastic rectal nozzle that was attached to the jimmy john iii colon irrigation device. This is a description of the allegations by pt's attorney. These statements nor anything else on this form are an admission of liability for pt's injury and subsequent death. Liability is expressly denied.